Event description:
Additional information became available that there were continued low out-of-range (oor) shocking impedances of less than 25 ohms. Boston scientific technical services (ts) was consulted and suggested it might be electromagnetic interference (emi) as this patient is a race car driver, but it is unconfirmed. The lead and device remain implanted. To date, no adverse patient effects have been reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. No further information was given. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The terminal only segment of the lead was returned severed 38.5 centimeters (cm) from the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that a portion of the lead was returned severed and attached to the associated device several years later with no additional information linking the explant to the previous reported observations.